Event description:
A customer observed a higher than expected vitros b-hcg lot 3465 result obtained when a biorad l1 qc was tested on a vitros xt7600 integrated system. Additionally, higher and lower than expected vitros b-hcg lot 3501 results were obtained when a mas l1 qc and biorad qc fluids were run on a vitros xt7600 integrated system. Vitros b-hcg lot 3465, biorad lot 85310 level 1 result of 10.772 miu/ml versus the expected result (baseline mean) of 6.040 miu/ml vitros b-hcg lot 3501, mas lot oim2411 level 1 results of 8.09, 8.01 and 8.17 miu/ml versus the expected results (pi mean) of 4.99 miu/ml vitros b-hcg lot 3501, biorad lot 85310 level 1 results of 7.571, 28.371, 7.712, 7.724, 8.141 miu/ml versus the expected result (baseline mean) of 6.040 miu/ml vitros b-hcg lot 3501, biorad lot 85310 level 3 result of 42.32 miu/ml versus the expected result (baseline mean) of 457.0 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros b-hcg ii results were obtained when the customer was processing non-patient samples. There was no report that patient sample results had been affected around the time of the event, however, the investigation cannot rule out that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros -hcg ii (b-hcg) lot 3465 result was obtained when a biorad level 1 qc was tested on a vitros xt7600 integrated system. Additionally, higher and lower than expected vitros b-hcg lot 3501 results were obtained when a mas level 1 qc and biorad qcs were run on a vitros xt7600 integrated system. A definitive cause of the event was not determined. An instrument issue cannot be ruled out as a contributor to the event, as no diagnostic precision testing was conducted when requested to verify instrument performance. Improper handling of the mas qcs or the biorad qcs on the date of the event cannot be ruled out as a contributor to the event. A review of e-connectivity indicated the customer did not run the mas qcs again. The customer indicated the vitros b-hcg ii results from biorad qc testing were acceptable following the customer updating their baseline mean/sd values for the biorad qcs. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg lot 3465 or lot 3501. Email address for contact office above is (B)(6).